Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of lens damage by company handpiece injector; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Two photos attached to the parent complaint were reviewed by the investigation site. The photos are identical and show sealed product packaging for the intraocular lens (iol) product line. No company handpiece was observed. The reported issue was not confirmed from the photo review. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure with vitrectomy, lens was damaged by company injector. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).